Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) arrived onsite and was unable to reproduce the autofill failure. After reviewing the event logs it was confirmed that the iabp alarmed autofill failure and electrical test fails code 57. The stm performed condensation removal procedures. No parts were replaced. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer stated that during use on patient the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient injury or death reported. No adverse event reported.